Event description:
New information notes during the patients interrogation on (B)(6) 2013 the device exhibited a diagnostic anomaly again. The device was downloaded successfully and remained implanted. The patient continues to be monitored.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.